Manufacturer narrative:
The engineer went to the customer's site. Diagnostic/functional testing confirmed no sound and results of functional testing indicate that the speaker was defective. The speaker was replaced. The device was operational after repairs were completed and remains at the customer's site.

Event description:
Philips received a complaint on the intellivue x3 indicating that the device displayed a speaker inop error message and did not produce sound. The device was not in use on a patient at the time of the event, there was no patient involvement.